Event description:
Additional information was received from the rep. It was clarified that the rep checked the patient a few times, but the charging problem was not resolved. The cause of the charging difficulties wasn¿t determined. The recharging system was changed to a new one, and the ins will be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a rep reporting that the ins was implanted at the correct depth, and the issue was unfortunately not medical but technical with the charging system and the ins not charging correctly. There was no medical problem in terms of the location of the implantation, therefore the doctor ¿cannot recommend replacing the ins.¿ the patient has not lost weight.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G2. Foreign: israel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported, that the device was disconnecting all the time when charging, which prolonged charging for hours. The recharger and antenna had already been replaced, but without benefit. The "poor recharge quality" message appeared with every small movement when charging, and it stopped charging. The data report showed that overall recharge quality was good. The average charge duration was 1 hour. And the average charge interval was two days. It was noted, that this was the patient's first implant and the depth of the ins was normal. The representative was present at the surgery and there was nothing special. The issue was not resolved. Surgical intervention did not occur and was not planned. Additional information was received from a manufacturer representative (rep). It was reported, that a number of actions were carried out in order to improve the charging situation. A replacement of the controller was done with a prolonged test next to the patient, and a problem with charging was still observed as sent. The controller was not sent, because there was no fault. Despite this, another charge was made to another controller and the problem was not solved. It was noted, that the rep didn't have the serial number of the controller that the patient had. The charging cable was also replaced with a new cable. And the same problem with charging was still observed. Additional information was received from a healthcare provider (hcp) and clinical study via a manufacturer representative (rep), it was reported, that an assessment for product/therapy/procedure relatedness was made by the investigator and the sponsor. "A meeting was held to check the protracted problem of charging", no time and time again the same charging problem appeared. A few months after the "transplant". A problem of prolonged charging was observed, and the disconnection of the charging or very weak charging. Which, prolongs the charging for hours and causes suffering to the patient. The system came to make it easier for her and to provide an answer and efficient and easy use. A negative effect on the patient, on the one hand, the system helps her with her pain, and on the other hand great difficulty in charging. Which, makes her so tired, that she prefers not to charge, because of this. Regarding interventions: several things were done; replacement of the charging system and remote control. Checking the pacemaker system; normal. And imaging in the pacemaker and electrode area; normal. After changing the accessories for charging and checking the pacemaker several times, the problem still exists, something that disturbs the patient and her quality of life. Since the "transplant", she suffers from a prolonged charging problem, due to the disconnection of the charging system during charging, which extends the times up to 3-4 hours. Additional information was received from a manufacturer representative (rep). It was reported, that the patient still has a problem with the recharging, after the patient's recharge system was changed. It was understood, that the patient already received a new controller/recharger for their ins. However, this did not resolve the recharge difficulties. Additionally imaging of the neurostimulator and leads were performed, which looked normal. The rep reported, that the ins is fixed and does not move. There is no liquid around it according to imaging. And no injuries in the area. Therefore, they are requesting permission to replace the ins, and not a revision. The rep noted, that a revision would not be sufficient to change the location, but to replace the system. And the ins will be sent in for inspection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the date for the replacement was not set yet as of (B)(6) 2023.